Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic hemicolectomy procedure in early (B)(6) 2025, the device showed a system failure error. They were able to complete the procedure using a back-up unit, without any patient impact. However, this issue caused a delay to the procedure of about 20 minutes.

Manufacturer narrative:
Per evaluation findings by the manuturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "system error 382 during a case" could not be confirmed by physical examination. However, the review of the log file showed several entries referring to error code 382 as described by the customer. The most probable root cause is a defect of an electronic component assembled on control board due to degeneration. For that reason, the unit was no longer operable. The IFU is stating this "failure of products" clearly in section 3.9, page 12. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).